Event description:
It was reported that a spectrum pump failed volume testing in the biomedical service department. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
B5: additional information was received stating the preventive maintenance testing for flow accuracy was performed as per the spectrum service manual and parameters used: flow rate 40ml/hr and vtbi 20ml. The results of flow testing for observed volume infused: 21.1ml and 21.3ml. H11: the device was received for evaluation. Functional testing was performed and did not identify any issues related to the customer reported condition. The device was tested for flow accuracy and delivered within intended range. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The event history log review was performed. Review of the event occurrence date revealed an infusion programmed at a rate of 40 ml/hr and a vtbi of 20 ml, which are the recommended parameters for flow accuracy testing outlined in the spectrum service manual. The infusion ran to completion without interruption and no abnormalities that could cause or contribute to the reported problem were observed. The reported condition was not verified. Upon follow-up with the customer, it was reported that customer led preventive maintenance testing for flow accuracy was performed as per the spectrum service manual and parameters used: flow rate 40ml/hr and vtbi 20ml. The results of flow testing for observed volume infused: 21.1ml and 21.3ml. An over infusion less than or equal to 10% is unlikely to cause or contribute to a serious harm, death, or serious injury. Should additional relevant information become available, a supplemental report will be submitted.